Event description:
The field application specialist reported the customer received a questionable troponin t stat (short turn around time), cardiac t (troponin t) result for one patient sample. The initial result was 0.040 ng/ml. The sample was repeated on cobas e411 analyzer and the result was 0.019 ng/ml. The repeat result was believed to be correct and was reported outside the laboratory. The patient was not adversely affected. The troponin t reagent lot number was 16887901 with an expiration date of 08/31/2013. The field service representative could not determine a cause. He ran performance testing which was ok and checked the mechanics in the software which were ok. The customer ran qc which was ok.

Manufacturer narrative:
The investigation could not determine a specific root cause. It was noted the customer was centrifuging samples for 5 minutes at 3500rpm which is too short of a time.

Manufacturer narrative:
.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.